Event description:
Pt has a diagnosis of neuromyelitis optica. She reported an increase in muscle spasms following orthovisc injections into her right knee. Her nmo is being managed by a neurologist who prescribes daily baclofen for her symptoms. Dates of use: (B)(6) 2016. Diagnosis or reason for use: djd of right knee. Event abated after use stopped or dose reduced: yes.